Manufacturer narrative:
Date of event is estimated. The patient has had falls post implant. The patient experienced multiple issues post-op requiring interventions. Coverage and efficacy of therapy for neuropathic pain has been good. No further intervention at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient presented with low blood pressure from blood loss during an implant procedure. A hematoma was present at the incision site, drained at the physician¿s office and patient put on antibiotics. Reportedly, patient had multiple falls post implant due to history of diabetes. Antibiotics therapy was completed, and patient has effective therapy.